Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse (field service engineer) was dispatched and on (B)(6) 2017 was the third time at customer site for same z1 issue. Very intermittant. Replaced possible bad asm board that could be causing issue. Placed in new sample needle. Ran 3 racks of patients with all good results. The most probable cause of the reported event was a faulty asm board.

Event description:
On (B)(6) 2017, the customer reported z1 axis error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.